Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed blue box which stated enter password prompt and was unable to use the station. A technical support specialist had asked the customer to reboot the station because it had been offline in remote smart service (rss), had then remotely accessed the station, had confirmed the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to use the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.